Manufacturer narrative:
The returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of cell pair #4 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. As a result the battery failed to perform as per specification. The device history record review was conducted. No records were found indicating that this battery was part of a nonconformance during incoming inspection. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Spare, fully charged batteries should always be available. The system has multiple power sources available (ac adapter, dc adapter, and batteries). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical staff in (B)(6) that the patient's battery would not charge. Patient was attending there routine scheduled clinic visit. Medical staff replaced patient's battery at the clinic with no reported consequences or impact to patient. Patient was discharged home.

Manufacturer narrative:
Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.